Event description:
Mid 60¿s female with history of uterine corpus cancer. Procedure: infusion treatment. When the port access kit was opened, the port needle was collapsed and unusable. Not used on the patient.